Manufacturer narrative:
One pump was received for evaluation. Visual inspection of the pump found it to be in good physical condition. The event log was reviewed and was noted to have evidence of two 10ml, followed by one 20ml bolus tests performed prior to the pump's return to smiths medical. Functional testing to detect for delivery accuracy found the pump to be delivering within specification. The customer's complaint could not be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing, and the expulsor will be trimmed for preventative measures.

Event description:
Information was received that a smiths medical cadd legacy infusion pump is over infusing. No patient injury resulted.